Manufacturer narrative:
Evaluation summary: a company representative examined the system and was able to confirm the reported event. The company representative aligned the optical cavity and performed calibration. The system was then tested and met all product specifications. The product met specifications at the time of release. The root cause of the reported event can be attributed to alignment and calibration issues.

Event description:
Additional information was received from a company representative who clarified that the issue was noticed during a service visit. The power was low at the gate 2. No system message was displayed. There was no patient involvement.

Manufacturer narrative:
A service visit was scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that the power on ports one and two was low. It is unknown if there was any patient involvement. Additional information has been requested but not received to date.